Event description:
Customer reported being hospitalized due to high blood glucose levels. Troubleshooting was performed; found that the reservoir was empty and pump appeared to be functioning properly.